Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of device history indicated multiple meal announcements were entered within a short time frame beginning around 12:30 am, followed by a pause in insulin delivery, after which glucose levels decreased rapidly. Additional information confirmed the user does not recall entering the meal announcements. Based on available information, the event is attributed to use-related factors involving unintended multiple meal announcements and device interaction. If additional information becomes available, a supplemental MDR will be submitted. Information regarding the event was initially communicated internally but was not escalated to the complaints handling unit in a timely manner, resulting in delayed evaluation and reporting. The event was submitted upon identification, and processes are being reviewed to prevent recurrence.

Event description:
On 25-mar-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 31 mg/dl following a preceding hyperglycemic episode with bg levels of 401 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.